Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant battery and controller battery doesn't stay charged since about a year and a half after their implant date. When asked for clarification, patient stated it "doesn't charge worth a crap and I'm over it." Patient stated it was "time consuming and not worth it to me - the whole setup." Agent attempted to troubleshoot; however, patient became escalated and stated they had spoken to a rep who told them to request a new antenna, so patient insisted a new antenna be sent. Patient mentioned that they hadn't used the device in 2 years because it was a "pain in the ass" to charge and the equipment didn't work. Agent documented information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they became aware of the issue the day before, and told patient to call patient services and then call the rep back to set up a meeting. The cause of the issue was not determined, and the issue has not been resolved. Rep noted they would set up a meeting with the healthcare provider for their next appointment.